Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cardiovascular procedure on an unknown date in 2019 and a suture was used. During surgery, the needle separated from the suture during tissue passage. The procedure was completed with a replacement device. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mkk951 number, and no non-conformances were identified. Batch mkk951; exp date: 08/31/2023; mfg date: 09/28/2018.

Manufacturer narrative:
(B)(4). An empty opened overwrap packet of product code eh7712, lot mhk489 was returned for analysis. As no needle or suture were returned for evaluation, we are unable to investigate further to the issue of ¿needle separated from suture during tissue passage". The following additional information was received: 3 sutures of lot mkk951 to be involved. Additional information: the international affiliate reports the following possible batch numbers: batch mhk489, exp date: 06/30/2023. Mfg date: 07/30/2018. Batch mkk951 a manufacturing record evaluation was performed for the finished device mhk489 batch number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify if the lot number involved was mhk489 or mkk951, or if both lot numbers are possible involved lots.. Will product related to lot mkk951 be returned? Note: malfunction related to additional devices reported via 2210968-2019-78905, 2210968-2019-78906